Event description:
It was reported that the right ventricular lead was ultimately not used because it was contaminated during the implant procedure and the left ventricular lead could not be placed due to the patient's anatomy. Both leads were not implanted and were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and used for analysis. No anomalies were found. Evaluation summary for (B)(4): the full lead was returned and used for analysis. No anomalies were found. There was blood/body fluid on the proximal conductor (not obstructed). The outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent implant damage.